Event description:
Procedure type: bilateral tepp. According to the reporter: the kidney dissection balloon would not inflate. Corrective action taken relevant to the care of the pt. Surgeon continued with a new balloon. Pt outcome: procedure completed and pt's hernia repaired. Add'l info has been requested.

Manufacturer narrative:
(B)(4).